Manufacturer narrative:
The customer's device was not returned to stryker for evaluation. The customer was informed this unit is end of service life and should be removed from service and replaced as it can't be repaired. A cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no report of patient use associated with the reported event.